Event description:
On (B) (6) 2009, the patient was implanted with a scs system. On (B) (6) 2010, it was reported that the patient had fallen and since then now feels a burning sensation at the ipg site and strong surges in stimulation. Intraoperative analysis revealed that the leads were intact and provided stimulation to the desired areas. The doctor explanted and replaced the ipg on (B) (6) 2010. The patient now receives satisfactory stimulation.

Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specifications, no anomalies were found. The ipg was visually inspected and found to have scratches on the front and rear of the can. No other visual anomalies were noted. The ipg was subjected to communication testing and passed testing with the patient programmer and experienced no difficulty charging. When turned on, the device displayed the warning "!corrupt! Program -off-." The ipg was functionally tested and passed the auto test. The ipg was subjected to a saline stimulation test. The ipg passed in run mode with a 0.15 celsius change. The ipg was also subjected to temperature change recordings and found to have a variation overnight of 1.10 celsius. Conclusion: the reported event could not be confirmed. The ipg was tested for heat generation and the maximum temperature change was 1.10 celsius. The patient's program outputs were monitored and no anomalies were detected. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.